Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found. The ball in the check valve of the drip chamber moved freely per specification. A calibrated console representing the current software version was used to test the sample. The submerge leak test was performed on the cassette. No leakage was observed during pressure testing into the cassette by the mensor. The sample could prime and tune with the ultrasonic handpiece, and infusion sleeve from the lab stock successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No message code appeared on the screen. No leakage was found from the drip chamber, the connectors, the cassette, the drain bag, the manifolds, and the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported leakage from the cassette before surgery. The cassette was replaced and the surgery was completed. There was no patient involvement.